Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
On/off and shock buttons faulty. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 22nd november 2012. On receipt at heartsine, the device could not be powered on via the on/off button. This was attributed to the corrosion found on the on/off dome. Corrosion was also observed on the membrane tail, and had resulted in a high current drain and the depletion of the returned pad-pak prior to its expiry date. The faults could not be replicated with a new membrane fitted. The shock key performed to specification throughout testing, with no fault observed. Furthermore, no measurable fault was found on the shock key. However, corrosion was observed on the shock dome, suggesting the fault may have been intermittent in nature. The corrosion observed would suggest the device had been stored outside of the recommended conditions, although this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 350p.

Event description:
On/off and shock buttons faulty. No patient involved.